Event description:
The patient reported that the device delivered several moderate shocks. The patient is wondering "if the device was defective". Follow up was conducted but was unsuccessful. Records indicate that the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.